Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the lead was confirmed. Fracture in the inner coil was noted near the terminal end. Moreover, the lead tip and helix appears to be intact.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. This lead was revised. This lead remains in service. No additional adverse patient effects were reported. Additional information received indicated that this right atrial (ra) lead was noted not in the original position. The physician attempted to reposition the lead, however took fifty turns to retract helix until it would not re-extend. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. This lead was revised. This lead remains in service. No additional adverse patient effects were reported.